Manufacturer narrative:
Analysis of device, model# 3058 serial # (B)(4), found no anomalies. Analysis of lead, model # 3889-28, found the lead body cut through and the product was segmented. No significant anomaly was found.

Event description:
It was reported the implantable neuro stimulator (ins) was replaced due to high impedances - over 4000 ohms. There were no patient symptoms/injuries related to the event. Patient status reported as alive - no injury/no adverse event. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# v593552, implanted: (B)(6) 2011, product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.